Event description:
The surgeon performed an si joint arthrodesis utilizing three ifuse implants on (B)(6) 2011. The surgeon confirmed the si joint diagnosis. The pt complained of an ache in the buttock after surgery. The surgeon documented that the third implant was somewhat proud using radiographic imaging. The pt chose to live with her symptoms. In (B)(6) 2012, the pt slipped and fell landing on her buttock. Since that time she has had a marked increase in her buttock pain. She was markedly tender to palpation in the buttock over the implants. Imaging showed that the third implant was proud. The surgeon performed a revision surgery on (B)(6) 2013 to remove the third implant. No new complications or problems have been identified since the revision surgery. Si-bone's vp of medical affairs made the following assessment, "this is a case of a malpositioned implant. The third implant was proud laterally. The pt had marked local pain and tenderness. There has never been any radiating leg pain, and there has been no numbness or weakness."

Manufacturer narrative:
Based on the info provided, review of surgeon training didactic, certificates of conformance and fmea, there is no evidence that the device was out of compliance. The most probable root cause for the recurrent pain is a malpositioned implant.